Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval. This info was entered into the manufacturers complaint database for tracking and reporting purposes. This compliant does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Event description:
A report was received stating that the listed product was used on a pt 24 hours before they experienced "breakthrough symptoms" and "pulmonary emboli" before expiring on (B)(6) 2014. The reporter has not alleged any deficiency in the device nor have they provided any info to suggest that the device has any involvement in the pt's death. Further info has been requested. No further info has been provided at this time.